Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed interference/noise.

Event description:
It was reported that the right ventricular lead showed two episodes that looked like torsades in the beginning and then like noise. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead showed two episodes that looked like torsades in the beginning and then like noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.